Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The pulse generator could not be interrogated, no pacing was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.